Event description:
The customer reported a broken latch. They replaced the latch, ran test infusion and pm, and the device passed all tests. No patient involvement is noted.

Manufacturer narrative:
The customer¿s reported problem cannot be confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. A review of the device history record showed the device had a manufacture date of 05nov2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
The customer¿s reported problem cannot be confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. A review of the device history record showed the device had a manufacture date of 05nov2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
The customer reported a broken latch. They replaced the latch, ran test infusion and pm, and the device passed all tests. No patient involvement is noted.